Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. Data was provided for evaluation and the allegation was not confirmed. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The probable cause could not be determined. No injury or medical intervention was reported.